Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged which was confirmed via an x-ray in (B)(6) 2019. The device was programmed to pace right ventricle only as the lead is no longer able to capture. The lead was repositioned on (B)(6) 2019. The patient was stable.